Event description:
Originally complaint was to be reported on the 4th quarter alternative summary report, however, determined to be reportable on 3500a medwatch form based on analysis completed on (B)(6) 2009. It was reported that during an unspecified procedure a pinhole was noted in the balloon. The lesion was located in the cephalic vein. The details of the lesion are unk. The ut sds/9-8/5.8/75 balloon would not inflate properly and they noticed that there was contrast leaking out of the balloon. It was then noted that there was a pinhole in the balloon. The procedure was completed with another of the same device. The pt status is listed as ok with no complications reported. Device analysis revealed a circumferential tear.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was folded and wrapped around the shaft. Traces of dried blood were visible inside the balloon. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure when a leak was noted in the balloon material. Visual and microscopic examination of the balloon found the balloon was torn circumferentially 40mm proximal to the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).